Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00136 on (B)(4) 2011. Updated (B)(4) 2012: the initial reporter's country was incorrectly listed in the initial MDR as the united states of america (us). The country of the initial reporter is (B)(6) further testing of the discordant sample found a high positive result for intrinsic blocking factor antibodies (if-bab). The cause of the discordant falsely elevated immulite 2500 vitamin b12 results was due to interference by the if-bab present in the patient's sample. The customer was also provided with if-bab information from the immulite 2500 vitamin b12 assay instructions for use: the limitations of procedure section of the immulite 2500 vitamin b12 IFU provides information on interference: "blocking antibodies specific for intrinsic factor are present in more than half of all pernicious anemia patients. In order to accurately measure vitamin b12 levels in such samples it is necessary to inactivate these antibodies. While the alkaline hydrolysis has been shown to be effective in inactivating high titers of intrinsic factor blocking antibodies that may be present, the possibility that these antibodies are not fully inactivated in a rare sample, especially samples with extremely high titers of these antibodies, can not be ruled out. When results obtained are in conflict with the clinical examination, patient medical history and other findings, the sample should be tested for intrinsic factor blocking antibodies."

Manufacturer narrative:
A siemens tse (technical service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, it was determined that the cause of the discordant vitamin b12 result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated vitamin b12 result was generated on the immulite 2500 on one patient sample. The same patient sample was re-tested on the immulite 2500 and a discordant falsely elevated vitamin b12 result was generated. The discordant vitamin b12 result was reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant falsely elevated vitamin b12 result.